Manufacturer narrative:
On 3/25/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade iii. (B)(4).

Event description:
It was reported that a female patient of unknown age and race underwent revision breast augmentation with a 350cc mentor memorygel breast implant on both sides and was presented with bilateral breast implant rupture, and bilateral capsular contracture; left side baker grade iii, and right side baker grade ii postoperatively. As a result, the patient underwent bilateral explantation and replacement with mentor saline implants on (B)(6) 2022. This report is for the patient¿s left-sided device.